Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 lead implanted 2011-(B)(6). (B)(4)

Event description:
It was reported that the patient reported to the emergency room due to a lead integrity alert (lia). Device interrogation indicated high sensing integrity counter (sic), two or more episodes of high rate non-sustained episodes, oversensing and noise. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.